Manufacturer narrative:
Additional information: the stent was then ballooned against the wall of the lad by a non-medtronic balloon and it was attempted unsuccessfully to deploy a non-medtronic stent against it. The dislodgement was attributable to interaction with the previously deployed stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, difficulties were encountered advancing the device and stent dislodgment occurred. The lesion being treated was mildly tortuous and non-calcified located in the proximal diagonal branch of the left anterior descending artery(lad) with 90% stenosis. The lesion was pre-dilated. The device was unable to cross a non-medtronic stent that had been implanted three years earlier in the lad, and the stent became dislodged while advancing toward the diagonal. It was noted that calcification was present proximal to the location of the non-medtronic stent. The stent was then ballooned against the wall of the lad and it was attempted unsuccessfully to deploy a non-medtronic stent against it. Eventually the stent was crushed against the lad wall. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery. The device was inspected prior to use and negative prep was performed with no issues noted. No further patient complications have been reported as a result of this event.